Manufacturer narrative:
Product analysis of part # kex152eb, lot # 227258591: visual and functional inspection revealed the balloon has been punctured. The damage is a slice in the lower portion of the balloon. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for primary osteoporosis. Type of fracture : compression fracture level at which the implant was performed: l3 it was reported that during expansion, the balloon ruptured. After the contrast agent remaining in the vertebral body was cleaned, a new product was opened and the operation continued. When the balloon was inflated again after the procedure, the radiopaque marker did not run in the center of the balloon. (Balloon inflated in a way that was deflected from the center). There was no patient symptom reported. There were no further complications reported regarding the event.